Event description:
Intraoperatively, the plastic head of the impactor (from the smith and nephew tray) broke in two pieces as the dr used a 4 pound mallet to tap it.manufacturer response for impactor, (brand not provided) (per site reporter).this was an older model and we have made a new one with a metal ring to avoid this from happening. All sets are getting changed over.what was the original intended procedure?hip replacement.